Manufacturer narrative:
Four manufacturer reports were submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-05537, 2015691-2018-05538, and 2015691-2018-05539. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary, ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the conduction disorders could not be confirmed with the limited available information provided by the authors. However, the patient and procedural factors listed above were likely contributing factors to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article, the study period was from april 2012 and december 2014. For this reason, the first day of the reported study period (01-apr 2012) was used as the occurrence date. It is unknown if a sapien or sapien xt valve was implanted. The PMA numbers are p110021 for sapien and p130009 for sapien xt. The investigation is ongoing.

Event description:
Per the article ¿feasibility and safety of balloon-expandable transcatheter aortic valve implantation with moderate or without predilatation¿ between april 2012 and december 2014, a single center retrospective study examined 556 patients with severe symptomatic as who underwent tavr with a sapien or sapien xt valve. During the study period, per the 30 days outcomes, 32 patients required implant of a permanent pacemaker (ppm). This report is for 9 of the 32 patient that experienced a conduction disorder requiring a ppm during the study period. Article reference: ¿abramowitz, yigal, et al. "Feasibility and safety of balloon-expandable transcatheter aortic valve implantation with moderate or without predilatation." Eurointervention: journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology 11.10 (2016): 1132-1139.¿